Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The patient stated they noticed the dexcom was showing a signal loss when they started to feel tired. They laid down and stated their followers were not receiving signal on the follow application. The patient¿s daughter came over and found the patient unconscious and called the paramedics. The patient was taken to the hospital and treated with dextrose. At the time of contact, the patient was in stable condition. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.